Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe sample was returned and visually inspected and deemed nonconforming. The needle is bent approximately 10 degrees. The cutter is in the closed position in the port. Actuation testing was performed and deemed nonconforming. The cutter did not actuate and the cutter remained in the closed position in the port. Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is bent. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and action has been implemented to lower the frequency of probe complaints for detachments of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting and aspiration occurred during a procedure. The product was replaced to complete the procedure. There was no patient harm.